Manufacturer narrative:
The investigation was completed on 30-jun-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30913749m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation procedure with a ez steer¿ thermocool® nav bi-directional catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that after completion of the procedure, poor cardiac shadowing was showed by fluoroscopy and pericardial effusion volume was confirmed by echocardiography. Blood pressure dropped to the 60s, but the patient was clearly conscious. Timing was immediately after completion of the procedure, by the echocardiography. Pericardial drainage was performed, blood pressure was stabilized, and the patient returned to intensive care unit (ICU). Atrial septal puncture was performed. Septal puncture was performed with fukuda denshi rf needle and ablation was conducted in the left ventricle. Ablation was performed before the cardiac tamponade was detected. Steam pop was not confirmed. Irrigation catheter was used, the flow rate setting was pre 1 sec., post 5 sec. Setting, irrigation 17ml, high flow 30ml, no change after the pericardial drainage, the blood pressure returned to the 100s and stabilized, and consciousness was clear throughout the procedure. The patient was followed up in ICU. No contact force monitoring because a catheter without contact force was used. The ablation was performed while checking impedance elevation and observation by fluoroscopy. Physician¿s judgment on the health hazard was non-serious (moderate/minor). Coloring setting of visitag: total time. There were no abnormalities observed prior to and while using product. Additional information was received. It was discovered post use of biosense webster products. Outcome of the adverse event was improved. The event occurred after the ablation procedure completed. Irrigated catheter was used in the event, the flow setting was pre rf time: 1sec, post rf time 5sec, during ablation: up to 30w: 17ml/min, over 31w: 30ml/min. No error message observed. Color options used prospectively was total time.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).